Event description:
The valve was explanted due to paravalvular leak and was replaced with a 19a-101. Intraoperatively, the valve was well seated; however, there was severe aortic regurgitation secondary to severe paravalvular in the area of the non-coronary sinus.